Event description:
One patient sample with initial cea result of <0.20 ng/ml. Same sample repeated gave result of 8.14 ng/ml. Initial result was reported, patient not adversely affected. The field service representative determined the cause to be a loose fitting sample tube in the sample rack which caused a liquid level detection problem. Performance check tests were performed and within specification.